Event description:
During use the unit displayed "ECG comm error".

Manufacturer narrative:
Attempts to acquire the required patient and circumstance information are ongoing. Welch allyn will update this report when it has acquired this information. The evaluation did not confirm or duplicate the reported problem of "ECG comm error." However, the evaluation identified a possible poor connection between the internal ECG cable and ECG preamp board, which is a known possible cause of the reported problem. The device was repaired, tested and found to perform in accordance with its specifications.